Event description:
It was reported that this device was exhibiting premature battery depletion. During a routine follow-up, it was observed that the remaining battery was showing 1.5 years remaining. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This device has been returned for analysis. The investigation is currently in progress. A supplemental report will be submitted when the investigation is complete.

Event description:
It was reported that this device was exhibiting premature battery depletion. During a routine follow-up, it was observed that the remaining battery was showing 1.5 years remaining. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis, and the investigation is currently in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Additionally, this device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this device was exhibiting premature battery depletion. During a routine follow-up visit, it was observed that the battery longevity was showing 1.5 years remaining. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received, and analysis was completed.